Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01101. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure for acute-stage cerebral infarction using a penumbra system aspiration pump max 110 (pump max) and a penumbra system max aspiration tubing (tubing). During preparation for the procedure, the nurse mistakenly connected the blue end terminal of the tubing directly to the suction port of the pump max. During the procedure, the physician began aspirating the thrombus and noticed the pump max was not connected properly. The physician correctly reconnected the tubing and the pump max but the negative pressure did not go down. The procedure continued using a syringe.

Event description:
At the beginning of the procedure, the patient had a thrombolysis in cerebral infarction (tici) grade of 0 and an unknown modified rankin score (mrs). At the end of the procedure, patient revascularization was achieved with a tici grade of 2b. There was no report of an adverse effect to the patient. After the procedure, the patient's mrs was a 5 due to occluded blood vessels in the cerebellum.